Event description:
A patient in inez, kentucky, that she had an asthma attack the first time she wore an hc432 full face mask. She went to hospital, and the doctor told her that it was a reaction to the foam cushion. She let the mask air out and then tried the mask again, and had a second asthma attack. She used a nebulizer provided by the hospital, so she did not seek medical attention after the second occurrence. The patient has since tried again to use the mask but states that the smell of the foam appears to be the problem. The patient has stopped using the mask and requested to try a different mask, which does not have a foam cushion.

Manufacturer narrative:
Method - the device was unavailable for investigation and no lot number was provided. Information is based on the event description provided and our knowledge of the product. Results - this is the only complaint of this type that we have received for this product. Conclusion - there was no information suggesting a malfunction with the device and the materials have biocompatibility testing to iso 10993. The mask foam is made of polyurethane materials. We are unable to confirm that the asthma attack was caused by the mask.